Manufacturer narrative:
(B)(4) date sent: 6/20/2016. Batch # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who fired the device and what is his/her experience? Where in the green range was the device fired? Were the donuts inspected? If so, please describe. What is the current patient status?

Event description:
It was reported by the sales rep that during a lap anterior resection, it was found that the washer was uncut and all deployed staples were unformed after firing between the colon and the rectum. The leak from anastomosis site was confirmed when a leak test was performed during the surgery, so the procedure was converted to open. Another device was used to complete the case. During the operation, the sales rep checked the device and it was found that the washer was uncut. The patient required longer hospitalization. Now, the patient's condition is good.

Manufacturer narrative:
(B)(4). Batch # n5320k. Additional information was requested and the following was obtained: who fired the device and what is his/her experience: no information; where in the green range was the device fired: no information; were the donuts inspected, yes if so, please describe: the shape was not proper; what is the current patient status: stable the analysis results found that the cdh29a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Could you please clarify what is meant by the shape of the donuts was not proper? Were the donuts complete or incomplete? Incomplete.